Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular defibrillation coil was variable. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high rv coil impedance that triggered an alert. The rv coil impedance was also noted to be fluctuating. Additionally, it was reported that the high voltage therapies were programmed off and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the pacing impedance on the right ventricular (rv) lead had suddenly increased to high/undefined impedances and triggered an alert. The rv coil impedance also exhibited high/undefined impedance and the r-wave amplitude had decreased a bit. The rv lead remains in use. No patient complications have been reported as a result of this event.